Event description:
Customer reported an issue with the beneview monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's water trap. Unit was calibrated and safety tested to factory specs.